Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) and reported that they obtained erroneously elevated enhanced estradiol (ee2) results on five patient samples on an atellica im 1600 analyzer. Quality control (qc) recovered acceptably before the event and recovered outside the acceptable ranges after the event. The customer performed lot calibration and ran qc which recovered acceptably. Siemens is evaluating the event.

Event description:
The customer reported that they obtained erroneously elevated enhanced estradiol (ee2) results on five patient samples on an atellica im 1600 analyzer. The initial results were reported to the physician(s) and were not questioned. The samples were repeated on the same analyzer. The repeat results obtained were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated ee2 results.